Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2024-01862. It was reported that patient's one lead had high impedances. So, patient underwent surgical intervention during which the other lead got migrated while physician replacing the first lead. As such, both the leads were explanted and replaced, thereby restoring therapy.